Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report issues with the insulin pump. Customer reported that the insulin pump experienced a blank display. However, the issue was resolved by replacing the battery. Customer also reported that the insulin pump experienced an unexpected restart alert. Customer reported that alarmed after the battery was replaced. Customer reported that the pump also alarmed failed battery test. Customer's blood glucose at the time of the incident 106 mg/dl. Customer declined to troubleshoot for the failed battery test. Replacement product is being sent.